Event description:
It was reported by the rep the device was used during an unk procedure. It was reported the ultra veress needle went through the aorta. The vascular surgeon stabilized the pt, blood was given to the pt. Pt was sent to intensive care unit and is now stabilized in regular hospital bed. Product was not recovered and was discarded. It was reported the surgeon advised the family the incident was due to a product problem. 12/3/98 cin called and provided 800 and tracking numbers. Safety office reported the uv120 was placed and insufflation done. Trocars were placed (the number and identity of the trocars is unk at the time of call), the pt's bp dropped and excessive bleeding was seen. When asked, safety officer stated the pt rec'd "a lot of blood product". A medwatch was completed and a copy will be faxed to this writer and add'l info will be called in to the cin. The cin was informed the surgeon had explained to the family the event was due to a product problem. Safety officer asked for any statistics available on incidents that has occurred with the device. She was advised a return call would be made to assist her with her request for info.